Manufacturer narrative:
This MDR was submitted late due to delayed identification of reportable complaint information. CAPA 22 was raised in mti's qms. The CAPA investigation identified gaps in complaint reporting training, resulting in untimely documentation and MDR evaluation. Upon recognition, the MDR was promptly submitted and corrective actions were implemented. An audit has occurred to ensure there are no additional mdrs and effective training was implemented.

Event description:
Patient was implanted on (B)(6) 2023. Mti was notified that the patient was explanted on (B)(6) 2024. No additional information was provided. Device was not returned to mti for evaluation.